Event description:
It was reported that during a routine clinic visit, an atypical motor start was identified on the ventricular assist device (vad). The patient stated that they accidentally disconnected both power sources on the controller, but quickly reconnected them. The patient's hematocrit was in the 30's and lactic acid dehydrogenase levels were normal during the timeframe of the atypical motor start. No patient symptoms or complications were associated with this event. The vad remains implanted and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system -controller 2.0 d4: model #: 1403us/ catalog #: 1403us / expiration date: 31-may-2021 / serial #: (B)(6) d9: no h3: no h4: mfg date: 15-may-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to h11 additional products. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 10/mar/2024 at 16:14:26, in which motor start parameters were atypical. Furthermore, analysis of the alarm log file revealed two (2) low flow alarms logged on (B)(6) 2024 at 12:24:16 and (B)(6) 2024 at 07:48:15. The low flow alarms are additional findings unrelated to the reported event. Log file analysis revealed three (3) controller power up events with associated pump start events logged on 10/mar/2024 at 16:14:22, 14/may/2024 at 18:17:03, and on 13/mar/2025 at 16:42:11, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the first two (2) controller power up events were not available. No anomalies were recorded leading up to the third loss of power. The controller was without power for thirteen (13), fourteen (14) and thirteen (13) seconds, respectively. As a result, the reported events were confirmed. The most likely root cause of the controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.